Event description:
It was reported that balloon rupture occured. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient's complications nor injuries reported and the patient status was good.